Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited post-paced t-wave oversensing on the ventricular channel. Oversensing was noted on a real-time egm. Programming changes were made.